Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that she was having trouble filling her reservoir. Customer stated that the reservoir was leaking by the transfer guard and now there are air bubbles in the insulin vial. Customer used about 5 out of the box and has not had this problem. Customer's blood glucose was 228 mg/dl at the time of the incident. Customer stated that the reservoir was discarded and not used. Customer stated that insulin or fluid is not visible in the battery or reservoir compartment. Customer was advised to use another reservoir. Customer will return the reservoir and transfer guard.